Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that there were low r wave measurements in the right ventricular lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the proximal lead segment was returned, analyzed and no anomalies were found. It was noted that there was a cosmetic insulation depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.